Event description:
It was reported the telemetry battery voltage reading was 2.59 volts and the caller inquired as to whether that could be correct. It was later reported that the device was explanted due to elective replacement indicator. No patient complications were reported as a result of this event.

Event description:
It was reported the telemetry battery voltage reading was 2.59 volts and the caller inquired as to whether that could be correct. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.59 v while the daily battery voltage trend measurement was 2.95 v. The device is part of the advisory for this model. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) battery voltage - low telemetered battery voltage, (B)(4) on (B)(6) 2010, the telemetered battery voltage was 2.59 v while the daily battery voltage trend measurement was 2.95 v. (B)(4) battery - high impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.59 v while the daily battery voltage trend measurement was 2.95 v. The device is part of the advisory for this model.